Manufacturer narrative:
An investigation of this event is currently underway. It is unclear if the potassium result is related to the patient's death. All calibration and quality control results were well within acceptable ranges around the time of the incident. When the service engineer inspected the instrument, everything appeared normal.

Event description:
A burns patient in the operating room died after doctors acted on a potassium level of 15.8 mmol/l. The patient was on silver nitrate, instilled under pressure by the bladder.